Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that the pressure stick of the bc161 bubble CPAP system was supposed to be on +4 and was found delivering a higher level of CPAP at +9. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: serial# and lot# left blank as the healthcare facility were unable to provide further information. Method: the complaint bc161 bubble CPAP system was not returned to fisher & paykel healthcare (f&p) for evaluation. F&p requested for further information from the healthcare facility, including the sequence of events, photographs, diagrams of the device set-up etc. However, no photographs and limited information was provided. Our investigation is thus based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility stated that the bc161 bubble CPAP system had slipped from the original position delivering a CPAP level of +4 and was found on +9. There were no patient consequences. Conclusion: without the complaint device, we are unable to determine the exact cause of the reported fault. The existing design of the CPAP probe is intended to be adjustable, which leads to the possibility of inadvertent movement. We note that there is a physical stop in the bubble CPAP probe, to prevent the pressure from exceeding 10cmh2o, and that a pressure manifold is used with the breathing circuit, to reduce the risk of unsafe circuit pressure. All bc161 bubble CPAP system are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. Our user instructions which accompany the bc161 bubble CPAP system state: "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc161 bubble CPAP system.